Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the screen was blank and issue did not resolve after trying multiple different batteries. Pump had power with audible tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/09/2013: the device was returned to animas and evaluated by product analysis on 06/10/2013 with the following results: no defect was found. Unable to duplicate blank display. Display is fully functional and is fully illuminated with no visible signs of fading or discoloration. Pump case was removed, no evidence of moisture contamination found inside pump.